Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the blood sampling valve (bsv) was faulty and was causing the instrument to generate rbc and plt failures. The fse replaced the bsv assembly, which repaired the failing parameters. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
While troubleshooting a leak the field service engineer (fse) found the coulter lh 750 hematology analyzer was generating platelet (plt) and red blood cell (rbc) errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.